Event description:
18-19-20 fixed wire olympus dilating balloon was used during the procedure. Inflated balloon to 20mm and after approximately 10-15 seconds, the balloon popped during the procedure. A new balloon and inflation syringe were required. Manufacturer response for ezdilate fixed wire esophageal 3 stage balloon dilation catheter, ezdilate (per site reporter). Sales rep notified.